Manufacturer narrative:
The product will not be returned for eval. A review of the device history showed no anomalies. Root cause analysis is not possible since there is no product return. Based on the reported info and the investigation results provided. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported during surgery, the tip broke off when the surgeon was levering the probe. A spare probe was used and the surgery was completed. The reporter has no other info to report.